Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3:analysis of the 97755-a recharger (rtm) (serial number (B)(6)) revealed strain relief pulled out of donut as well as a batteries low replace controller batteries soon message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger cord was getting really hot and burning, starting 2-3 days ago. Agent asked, patient clarified they meant the cord was getting hot and did not actually burn them. Patient said they couldn't charge and now didn't have pain relief. Patient mentioned this had happened before. Patient also stated they were having serious equipment issues with their controller. Patient said the back cover for the battery fell off while they were traveling, and now the controller wouldn't charge from ac power for almost a week. Patient clarified they would have the controller plugged in to ac power and would say charging, but controller wouldn't actually charge. Patient also said the controller would show full and then in a minute of trying to charge the implant would say to charge the controller again. Patient said now they could barely turn the implant on and charge before couldn't charge implant further due to controller saying the controller battery needed to be charged. Patient mentioned because they couldn't charge, they weren't getting pain relief. Patient inspected controller port, but did not see any damage. Patient said one of the pins in battery compartment were bent. The issue was not resolved. An email was sent to the repair department to replace the recharger and controller

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745, serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.